Event description:
During testing of the device, it was reported that the device would not detect the therapy cable connection. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined the cause for the malfunction to be a damaged low voltage pin receptacle. Due to the damage, pin nine would make an improper contact with a therapy cable assembly.